Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "patient was having problem with the device, the hcp confirmed that they were referring to the symptom control. The cause of the problem was not known and they were working on it to determine the cause. When asked about the steps taken to resolve the issue, the hcp confirmed that they were currently working on finding the ideal program. The issue was not yet resolved. The infection was not confirmed. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated they had problems with her device over the weekend. Patient stated they went to the doctor because they had leakage. Patient said the therapy was working fine until saturday and sunday. Patient mentioned they went to an urgent care and they bandaged it and gave her antibiotics, their hcp also check the incision and saw that it was ok, because patient was not sure if the implant was infected. Agent walked patient through communicating with her implant. Patient increased her stimulation and confirmed they could feel it. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they had an episode of an infection on the incision side. Patient stated that it was like a clear liquid. Patient mentioned that they went to urgent care twice because they wanted to make sure that their incision wasn't opening and they just put some antibiotics on it and said it was doing okay.